Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient. (B)(4) - lens (iol), torn, split, cracked. Device not evaluated by manufacturer. Lens was thrown away by the facility. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter stated the event was due to a loading error. The reporter stated the lens was thrown away by the facility.